Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for two pts. Pt a: the initial accu tni result was 0.60ng/ml and 0.06ng/ml upon repeat. The sample was tested on a different instrument and accu tni result was 0.03ng/ml. Pt b: the initial result of 0.21ng/ml was obtained when the specimen was tested on the different instrument. The results. Were not reported out of the lab. There was no change in treatment for either pt.

Manufacturer narrative:
The specimens were collected in 13x100 tubes. Qc level I was out of specifications high in 2008 and recovered within range upon repeat. Qc level I was within specifications the following day. Qc levels ii and iii resulted within specifications during the time of the event. The last system check passed within specifications. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) per established guidelines. The fse verified repair per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.